Event description:
It was reported that the patient is having increased achiness and pain in the neck while using the stimulator. There is no pain when the patient does not wear the stimulator. The pain level 6 or 7 out of 10. The patient spoke with her doctor regarding the pain. The doctor renewed the muscle relaxer prescription. The patient was not sent any replacement items nor will there be any products returned to be evaluated. It was reported that no further information is available. The spinal pak device was not returned for evaluation.

Manufacturer narrative:
Corrections: b4 date of this report, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, g6 type of report, h3 device evaluated by manufacturer. Additional information: g3 date received by manufacturer, h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient is having increased achiness and pain in the neck while using the stimulator. There is no pain when the patient does not wear the stimulator. The pain level 6 or 7 out of 10. The patient spoke with her doctor regarding the pain. The doctor renewed the muscle relaxer prescription. The patient was not sent any replacement items nor will there be any products returned to be evaluated.

Manufacturer narrative:
Zimvie complaint (B)(4). B3: date of event: the event occurred sometime in (B)(6) 2023. D11: medical product: unknown. D11: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.